Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing glare with bright lights and blurred vision at both distance and near in their right eye (od). The intraocular lens (iol) was explanted and a diboo 24.0d was implanted. They switched from a multifocal lens to a monofocal iol due to decreased contrast and glare. There was no reported patient injury. The patient's vision readings were provided as pre-operative distance (before the exchange) visual acuity (va) 20/40 and post-operative (after the exchange) distance va 20/25; pre-operative (before the exchange) near va 20/70 (best corrected) and post-operative (after the exchange) near va 20/20 (best corrected). No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/18/2022. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint lens was received taped to a piece of cardboard. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.